Manufacturer narrative:
The device was returned for evaluation. The superior endplate and inferior endplate were intact with polished bearing and with a few minor scratches. The bony apposition side showed minor loss of plasma coating and considerable bony remnants adhered to the surface. Bony material was observed inside the inserter recess slot of the inferior endplate. The secure c core was intact with minor deformation on both superior and inferior bearing surfaces. Gouge and bite marks were observed around the core with the majority on the anterior rim of the component. The inferior recess features of the core showed mild deformation. The deformation on the bearing surfaces of the core are consistent with contact of the edge of the endplate bearing surfaces. All damage features observed on the implant components are consistent with use of surgical instruments during the removal process. The stretch deformation on the core bearing surfaces are consistent with removing the core during surgery. The patient presented with pain and the alleged reason for removal was heterotopic ossification. Based on the information available, there is no indication of implant malfunction. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was completed to remove a secure c implant.